Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system's flexvision froze, which could impact imaging. Upon checking with the customer, quote for evaluation and repair service was sent to customer however customer did not accept the quote and quote cancelled. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision froze, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.